Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that the following led to the malfunction: the high-frequency treatment device was used without maintaining sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Evis lucera jf/tjf type 260v operation manual 3.2 inspection of the endoscope 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn in the forceps elevator. There was no patient involvement.